Event description:
Customer states via phone that during an undetermined urology procedure the fluoro monitor failed. Biomed was able to come in during the case and install a slave monitor so the physician could see the images and complete the case. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.